Manufacturer narrative:
Failure analysis noted that the insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no moisture damage found inside the pump. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 90 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.